Manufacturer narrative:
(B)(4). The sample was discarded and the lot number was not known by the patient, therefore, device evaluation cannot be performed. A follow-up report will be submitted upon the completion of baxter's investigation. A 510k number will not be provided in the MDR as the product code and lot number are unknown.

Manufacturer narrative:
(B)(4). The product code is unknown, therefore, the 510k number is unknown. This complaint for a system error 2240 (air in set) occurred during initial drain was not confirmed due to a lack of sample; however, per the complaint information the cause of the se 2240 is due to air being sucked into the disposable because the patient extension line was connected after priming was complete. The patient extension lines were used and were not connected prior to priming. The lot number is unknown; therefore, a batch review was not performed. This review finds the labeling adequate for the use error(s) in the complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A patient contacted global technical services (gts) regarding assistance with a system error 2240 while using the homechoice (hc) during the initial drain. The patient was connected to the machine at the time of alarm. The patient did not disconnect any time prior to the alarm. All bags were properly spiked and connected. The patient extension lines were used and were connected prior to priming. There was nothing unusual noted about the supplies (leaks). Gts had the caregiver close the clamps, disconnect the patient, and cycle power twice to clear the error to the ?press go to start? Prompt. Gts then assisted the caregiver in removing the set. Gts explained they would need to start over with all new supplies. No injury or medical intervention was reported.